Manufacturer narrative:
(B)(4). Non-bacterial thrombotic endocarditis is a disease characterized by the presence of vegetations on cardiac valves, which consist of fibrin and platelet aggregates and devoid of inflammation or bacteria. Unlike standard prosthetic valve endocarditis, the primary mechanism precipitating this disease is patient related. These vegetations could lead to significant blood clot(s) forming on the valve (thrombus). These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism if not treated. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after an implant duration of four (4) years, three (3) months. Hospital pathology results indicated non-bacterial thrombotic endocarditis was observed on the evaluated tissues and vegetations. The explanted valve was replaced with a 23mm pericardial bioprosthesis. No additional details were provided.